Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per patient, the implantable neurostimulator (ins) has not worked in years. The health care provider (hcp) then indicated that the patient lost their remote about 5-10 years ago. The hcp was not comfortable scanning (MRI) the patient without verification that the ins was off. No patient symptoms reported.